Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there was no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited an acute loss in capture and rise in threshold. The lead was removed, and the lead tip appeared to have tissue in the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.